Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker previously showed eleven and a half years remaining longevity. During the recent check, the device showed six years remaining longevity. The field representative requested for an engineering analysis. Analysis showed that the device is high rate atrial sensing, but not all of the time, at the present time the average atrial sensed rate is 139 bpm. Atrial diagnostics showed high rate atrial sensing can cause an increase in power consumption. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker previously showed eleven and a half years remaining longevity. During the recent check, the device showed six years remaining longevity. The field representative requested for an engineering analysis. Analysis showed that the device is high rate atrial sensing, but not all of the time, at the present time the average atrial sensed rate is 139 bpm. Atrial diagnostics showed high rate atrial sensing can cause an increase in power consumption. As of this time, the device remains in service. No adverse patient effects reported.